Event description:
Customer reported the connector was found "cracked upon hooking up to patient". The patient was reported to be "fine" and a new device was used.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16039 et tube, sher-I-bronch, ls, 39 fr for investigation. The bronchial and tracheal swivel valve assemblies were returned with the wye connector. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. The sample was sent to the manufacturing site for further evaluation. Based on the investigation performed, the reported complaint of "connectors are cracked" is confirmed. A non-conformance was opened to further investigate this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 80 samples were taken from the current production; the samples were visually inspected and the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the connector was found "cracked upon hooking up to patient". The patient was reported to be "fine" and a new device was used.